Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 408 mg/dl at the time of call. The customer's mother stated that the high blood glucose started from 229 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother mentioned that they also experienced low blood glucose of 60 mg/dl due to manual injection. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not find leaks and site and insulin issues. The customer's mother stated that there was an air bubble in the tubing. The customer's mother was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer's mother declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.